Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: what were the indications for surgery? Patient had lung cancer. What was the exact surgical procedure? Vats lobectomy. What anatomical structure was device being fired on? Lung. Can it be confirmed that the entire width of compressed vessel was proximal to cut line and no extraneous tissue was within jaws distal to cut line? Not known. Was the cartridge loaded with the retaining cap still on? No. How many times was device fired? 3/4. Please describe shape of staples. Cannot tell for sure. Did the ¿second time¿ mentioned in event occur during same surgical procedure or a different procedure? Same. What is the current patient status? Patient is fine.

Event description:
It was reported that the pvs was used with white reloads and it appears that the staple line did not form correctly, this happened a second time as well. It was a vats procedure which then had to go to open procedure.